Event description:
It was reported that during a lap distal pancreatectomy, the surgeon tried to clip on a vessel and the clips were not completely forming. The clips were pear shaped. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Clip, jaw the analysis results of the el5ml found that the device was received in good condition. The device was cycled, 4 clips with gap were formed and then, the jaws remained in closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. The remaining four clips were conforming and finally the device locked out as intended but the orange indicator was noted beyond its intended position. A corrective action has been initiated to address the root cause of the opening issues.the batch record was reviewed and no anomalies were noted during the manufacturing process.